Event description:
The patient reported that the infusion device is not correctly delivering insulin. He reported experiencing elevated blood glucose of up to 18.2 mmol/l (328 mg/dl) and he was not able to lower his readings by bolusing through the infusion device. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.